Manufacturer narrative:
Device is combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, stent thrombosis, cardiac arrest and death occurred. The procedure treated the type c, de novo, 2.75-3.5x30mm, 75%-90% stenosed target lesion located in the bifurcation of the left main coronary artery (lmca) to the mid left anterior descending (lad) artery. There was no vessel calcification. After pre-dilation with a non-bsc balloon, a 2.75x20mm promus element stent was implanted from the proximal to mid lad. Next, an overlapping 3.5x18mm non-bsc stent was implanted from the lmca artery to the proximal lad. The 2.75x20mm promus element stent was post dilated with a non-bsc 3.5x15mm balloon. A kissing balloon technique was used to post dilate the non-bsc stent. Post intravascular ultrasound confirmed both stents were well expanded resulting in 0% residual stenosis. The patient was discharged home two days later on aspirin and clopidogrel. The next day, the patient felt chest pain while drinking alcohol at home and walked to the hospital. The patient experienced cardiac arrest soon after arriving at the hospital. Angiography revealed thrombosis inside the 2.75x20mm promus element stent. Treatment crushed the thrombus with a 3.0mm, non-bsc balloon resulting in timi 3 flow. However, the condition of the patient took a sudden turn for the worse. The patient died before treatment could be performed. It is unknown if an autopsy was performed. It was noted that there was a possibility that the anti-platelet agents did not work well. Per the physician the event relation to the 2.75x20mm promus element stent was listed as unknown.